Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer declined to troubleshoot for high blood glucose level. The customer treated for high blood glucose with manual injections. The insulin pump will not be returned for analysis.